Manufacturer narrative:
Concomitant medical products: product ID 3037, serial# (B)(4), product type: programmer, patient. Product ID 3 889-28, lot# va0l8cb, implanted: (B)(6) 2014, product type: lead. Product ID 3037, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
The patient reported that her programmer looks like it was dead but she thinks the batteries should not be dead yet. The screen doesn¿t turn on no matter what the patient does to get it to work. A problem with the patient programmer was reported. Reviewed how to change batteries. The patient said that at implant the representative told her that the batteries would never have to be replaced. Patient services corrected the patient about patient programmer battery. The patient understood. New batteries resolved the issue. Labeling was used to resolve. An event or symptoms occurred following a fall. The patient had a history prior to implant of nerve damage and she falls a lot. In december, the patient went in for a reprogramming. The patient started having gradual pain around this time especially when she would lie down. The pain was in the vaginal and rectum area. The patient had gradually experienced a return in symptoms in that she could not make it to the bathroom in time. This had gotten worse over time. It was currently better than pre-implant but not as good as it was initially post implant. The patient described pain as sharp. The patient tried decreasing stim in (B)(6) 2014 but it only helped a little. The patient stated she had been experiencing shocking and jolting at night since (B)(6) 2014. Regarding patient programmer not responding: event date: (B)(6) 2015. Regarding return of symptoms following a fall: unknown exact date of fall, gradual return of symptoms started (B)(6) 2014. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Event description:
Additional information received reported that the patient did not have concerns with the device or therapy. Everything was working fine.